Event description:
It was reported that during use of the pen needle safeassist 30g x there was no insulin flow. The needle did not activate.

Manufacturer narrative:
Investigation summary: three sealed and one open 30g x 8mm safety pen needle samples were returned from lot. No. 6285568, cat. No. 329918. A clog test and an activation test was carried out on all four samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen needle safeassist 30g x there was no insulin flow. The needle did not activate.